Event description:
It was reported that the patient presented on (B)(6) 2012 with an acute myocardial infarction (mi), right ventricular dysfunction, bradycardia, inferior st elevations, atrial fibrillation, and slow ventricular response. A temporary pacemaker was placed and a non-abbott thrombectomy catheter was used in the target lesion, followed by deployment of two xience v stents in the totally occluded, heavily thrombosed, right coronary artery (rca) target lesion. Post procedure the patient became hypotensive with nausea and was given dobutamine. The physician indicated that the hypotension was related to the prior mi and was not related to the xience v stent. The patient was kept overnight and the condition improved over the next 24 hours. The patient was discharged home on (B)(6) 2012. On (B)(6) 2012, the patient returned for a planned, staged procedure to treat the left circumflex coronary (lcx) artery. A xience v stent was successfully implanted in the lcx; however, the two overlapping xience v stents in the rca were found to be totally clotted off. Since the patient did not have symptoms, including no congestive heart failure, and no ventricular tachycardia, the thrombosed rca stents were not treated. Collateral circulation supplying the septal arteries was present. On (B)(6) 2012, the patient presented to the hospital with angina. The rca was still occluded, but no intervention was done for the rca. The physician commented that this angina may possibly be related to the occluded rca. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, nausea, and thrombosis are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The other xience v device referenced is being filed under a separate medwatch MFR number.